Event description:
The customer contacted (B)(4) corporation regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The patient reported that the atomizer failed to produce an aerosol mist to alleviate the symptoms of an asthma attack. Multiple attempts were made to reach the customer via telephone and mail unsuccessfully.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the control unit of the device was not returned. However, according to the investigation results, the malfunction might be caused by use error that the user did not follow the appropriate clean method as described on the instruction manual. Herewith the investigation report as attachment.